Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented during a routine follow-up, noise was observed which was recreated with pocket manipulation. Patient was asymptomatic. All other electrical parameters tested normal. Programming changes were made. Patient will continue to be monitored.